Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time (CT) of 23 seconds. No adverse patient effects were reported.

Event description:
Additional information was provided that the device was later explanted due to a reason of 'advisory/recall'. No adverse patient effects were reported.

Event description:
The device was later returned for analysis.